Event description:
During remote follow-up, far-field r wave oversensing leading to episodes of inappropriate automatic mode switch was observed on the device. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. No intervention was performed; the patient was stable and will continue to be monitored. There were no adverse consequences.